Event description:
Per email received (B)(6) 2014 customer reports; during an unknown patient procedure, there was an alleged failure of the reamer shaft at the joint with the quick coupling. This allegedly caused the instrument to impact the physician and allegedly causing a deep, 8mm laceration above the left eyebrow, requiring 2 sutures. Customer states the malfunction did not cause injury to the patient undergoing the procedure. Procedure was completed with a surgical delay of 15 minutes.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Manufacturer narrative:
This supplement report number should have been marked as follow-up 001 but it was inadvertently numbered as follow-up 002 and submitted in error. Date of FDA request and viant medical awareness of error.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.